Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a heart attack coincident with peritoneal dialysis therapy. On an unreported date, the patient experienced a heart attack. The patient was re-admitted to the hospital two days after being transferred to a nursing home. On an unreported date, the patient had a pacemaker implanted. It was reported that twenty-seven days after being re-admitted to the hospital, peritoneal dialysis therapy was discontinued and the patient began hemodialysis therapy. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was successfully performed. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.